Event description:
Additional information was received from the physician indicating the patient had not returned for further follow-up and he had no further information. Later the physician it was indicated that "the patient is treating his syncope" however the relationship to vns is still unclear and it is not known what interventions have been or will be taken. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the syncope and low blood pressure was first seen (B)(6) 2011 about 8 months after vns implant. The physician believes that there may be a possible relationship of the events to vns. It is unknown if the events are occurring with stimulation. The patient has a cardiologist consults, a tilt test and was started on a medication (florinefe). There were no causal or contributory programming or medication changes precede the onset of the syncope or low blood pressure. The patient does not have a history or either event.

Event description:
It was reported by the brazilian distributor that the patient was experiencing syncopal episodes related to low blood pressure. The physician originally did not think the issue was related to vns, but is beginning to suspect a possible relationship. The patient was noted as being "very sensitive" and had a positive tilt test. The neurologist plans to discuss the case with the patient's cardiologist. The patient's heart rate reportedly is not suffering any changes. Vns diagnostics taken on (B)(6) 2012, were normal. Attempts for additional information are in progress.

Manufacturer narrative:
.